Event description:
Patient presented to the physician with bulging at the neck incision site and fluid accumulation at the ipg pocket. Physician drained the chest pocket in clinic and administered a steroid injection.